Manufacturer narrative:
The device remains implanted and without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a roi-a plate fractured at s1 intra-operatively and remains implanted. The patient is stable and is under clinical follow-up with no evidence of spacer migration at this time. No intervention is currently planned.